Manufacturer narrative:
Patient's date of birth is unknown; however it was reported that the patient was born in (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, since (B)(6) 2018, it was suspected that the patient had buried bumper syndrome. It was noticed that patient's mobilization was slower than the usual, uncomfortable and hurts a bit. The patient has informed the endoscopy unit and is waiting for an answer. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.